Event description:
The customer reported that the insulin pump alarmed motor error, but the alarm was cleared and the device has been working properly. Troubleshooting was performed, and the drive support cap appears to be normal. During the call, the customer mentioned that she ate some cookies and might have over bolus an incorrect amount of insulin because her blood glucose dropped to 58mg/dl. Reviewed the programming and the reservoir was showing more insulin than what is shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.